Manufacturer narrative:
Patient identifier now provided. Patient weight now provided. A medtronic representative, following up with the journal authors was informed that the date of death was not available as the patient did not pass away at the hospital facility.

Manufacturer narrative:
Patient ID and weight were requested from the authors, but not provided. The date of death is unknown, so the date of publication was used. Per article page 6, lesion was within the midbrain and pons which was a high risk for edema-induced injury. Rapid development of malignant edema led to global neurological decline. Page 6 of the article states, "because of the complications associated with edema, we have generally stopped offering this procedure to patients who require high preoperative steroid doses for symptom relief. In addition, we have become more aggressive with surveillance and often treat before the development of symptomatic edema to prevent its occurrence postoperatively." No malfunction of the device is alleged. Therefore no device evaluation will be performed. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's visualase system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
Per attached journal article, intracranial mr-guided laser-induced thermal therapy: single-center experience with the visualase thermal therapy system by patel p., patel n.v., danish s.f., a (B)(6) man with a history significant of glioblastoma of the midbrains and pons underwent magnetic resonance lase interstitial thermal therapy. Postoperatively, the patient developed edema secondary to the procedure that required a medically induced coma and led to an extended stay in the ICU. The patient was discharged to a long-term care center, and he remained comatose until death as a result of progression of the disease.